Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with pd therapy. It was reported that the area was not clean before starting peritoneal dialysis (pd). On unreported dates, the patient experienced constipation and a break in aseptic technique occurred. On (B)(6)2010, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was the constipation and break in aseptic technique. On (B)(6)2010, the patient was treated with loading doses of vancomycin [1 gm intraperitoneal (ip)] and amikacin (250 mg, ip). The peritonitis was resolving. The outcomes of the constipation and break in aseptic technique were not reported.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) associated with this report, (B)(4).

Manufacturer narrative:
(B)(4). The pump was received and evaluated by baxter. The pumphead module keypad was replaced.

Event description:
A baxter service technician reported finding a colleague infusion pump on (B)(6) 2010 with intermittent stop key. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated.no additional information is available.